Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for lead revision procedure was due to leads migration. Additional suspect medical device component involved in the event: model#: sc-2316-50 serial #: (B)(4)description: infinion1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.